Event description:
It was reported that when the physician removed the temporary cap to connect a lead to an extension in a stage 2 implant, the wire appeared to have been exposed just superior to contact #3, near where the set screw contacts the lead. Impedance measurements showed normal values and the patient had not been programmed. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Product type: extension: product ID 3389s-40, lot# v944403, implanted: (B)(6) 2012, explanted: na. Product type: lead. (B)(4).